Manufacturer narrative:
Related manufacturer report number that was included in b5 of the initial report should be disregarded as a report for the heartmate power module patient cable, 14 volt was not needed. Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation due to a pin from a 14v patient cable being broken off in the controller connector. The controller was returned for analysis and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 10 days (B)(6) 2021, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place in the testing labs at abbott and were recorded when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. There were no other notable alarms active in the log file pertaining to the reported event. Pump operation was not affected. The lodged pin was removed from the system controller. The controller underwent preliminary and functional testing and passed. The root cause of the reported event was determined to be related to a broken pin in the patient cable. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 20apr2021. The heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. The heartmate iii IFU section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the when the patient was transitioning from battery power to the power module patient cable, a pin from the patient cable had broken off and was lodged within the white power cable of the system controller. A controller exchange was performed and a new patient cable was provided. Related manufacturer's reference number: 2916596-2021-07171.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.